Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The vcustomer reported that the bed is broken. No injury was reported. The arjo service technician inspected the bed and found that the side rail was partially detached, screws responsible for holding the panel to the metal plate were partially ripped off.

Manufacturer narrative:
Based on the information collected, the side rail was damaged during the patient's transfer for a medical procedure. The instruction for use citadel plus (IFU, 831.374-en rev. 14) informs how to properly lock the side rails: "hold either side rail handle. Pull the split side rail up and away from the bed until it locks in the raised position." "Warning- make sure the locking mechanism is securely engaged when the side rails are raised." Moreover, the IFU states that at the time of the patient transport it should be verified that "side rails are raised and locked." The provided cause of side rail partial detachment is in line with the manufacturer's analysis. Improper handling of the bed during transport is one of the factors indicated as related to the external excessive force, which must first compromise the integrity of the safety side prior to breaking it. The IFU instructs also: operation of side rails should be checked daily by the caregiver. If the result of the test is unsatisfactory, arjo or qualified service personnel should be contacted. Arjo device failed to meet its performance specification since the side rail was partially detached. The device was in use by the patient when the issue occurred. The complaint was decided to be reportable due to the side rail partial detachment. No injury was claimed.